Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR. Report: 3006705815-2018-02078. It was reported the patient was experiencing high fever and vomiting. The patient presented at the ER on (B)(6) 2018, with a headache. The physician decided to keep the patient overnight for observation. The trial leads were pulled a day early. The patient¿s lab results were normal/inconclusive and negative for infection.